Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. In addition, it was reported that the customer received a malfunction stopping all insulin deliveries. During troubleshooting with tandem technical support the customer's blood glucose level was 200 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified. In addition, a different issue was found.